Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was outside in the sun in extremely hot temperature conditions. Subsequently, the customer received a temperature alarm. The customer was able to clear the alarm and resume insulin delivery. In addition, the pump battery depleted from 40% to 0% and shut off within one day. The customer's blood glucose (bg) level was 298 (mg/dl). A correction bolus was delivered to address bg level. During a follow up the customer declined to upload the pump data logs for review by tandem technical support.